Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and after changing the battery, he received a battery out limit alarm. Blood glucose value was 100 mg/dl. The customer also stated that the batteries were only lasting 2 to 3 hours and the night before, he had multiple low battery alerts and the display would immediately go blank. The customer was advised that a battery cap replacement would be sent and to clean the battery cap and compartment and call back when having new batteries to complete troubleshooting.